Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic rep went to site to troubleshoot issue. It was found the mobile view station (mvs) cable needed to be replaced. A replacement cable was sent to site. System was tested and passed all checks. The cable was sent back to manufacturer for evaluation. Confirmed reported problem "connected not ready". Umbilical cable failed bench level 100t test, broken cable wire pin2 lemo end. No further issues reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported the imaging system pendant will stay in "connected not ready" mode for extended periods of time. Troubleshooting replaced the mobile view station (mvs) interconnect cable which resolved the issue. There was no patient present when this issue was identified.